Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device showing a correct patient temperature, but the water temperature was increasing and at times reaching 40 degrees c. Atop this, it appears the machine was not drawing water into the reservoir consistently.

Event description:
It was reported that the arctic sun device showing a correct patient temperature, but the water temperature was increasing and at times reaching 40 degrees c. Atop this, it appear the machine was not drawing water into the reservoir consistently. Per additional information received via mail on 03jul2025, device was sent to technical services. System was repaired, chiller replaced. A patient was placed on the device and wouldn¿t work correctly so it was reported to them. Patient completed therapy on another device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported 1018233-2025-04164. The complete initial reporter facility name is (B)(6) all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.